Event description:
It was reported that a patient with an avalus ultra bioprosthesis valve implanted in the aortic position underwent reoperation due to a snapped annular placed suture. The echocardiogram report noted moderate to severe aortic regurgitation, a small pericardial collection, probable adherent thickened pericardium, pleural effusion, and a possible bulky mobile density. Additionally, there was an eccentric, intraprosthetic jet of moderate to severe aortic regurgitation and possible para-valvular regurgitant jets at 9 and 3 o'clock. The originally implanted valve remained in the patient, and the surgeon noted difficulty with the sewing cuff in the use of cor knot. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.